Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that the falsely elevated high-sensitivity troponin I (tnih) results were obtained on four patient samples on an atellica im 1300 analyzer. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse determined that there were luminometer errors with both primary and secondary vacuum out of range and secondary tubing was plugged. The cse cleared the tubing and adjusted the secondary vacuum with no success. Further, the cse determined that the vacuum regulator did not hold pressure correctly, replaced the waste cap and regulator, tubing for the secondary vacuum waste, adjusted the secondary vacuum and vacuum regulator, and ran the auto check and qc, which recovered acceptably. Siemens further evaluated the event and concluded that the secondary vacuum tubing obstruction caused poor wash station performance which would cause an increase in relative light units (rlu) count potentially contributed to the falsely elevated tnih results. The service actions performed by the cse resolved the issue. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that the falsely elevated high-sensitivity troponin I (tnih) results were obtained on four patient samples on an atellica im 1300 analyzer. The erroneous results were reported to the physician(s) and the results were questioned. The samples identified with (B)(6) were repeated on an original atellica im 1300 analyzer and the results were reported to the physician(s) and were considered erroneous. The samples were repeated on an alternate atellica im 1300 analyzer. The repeat results recovered lower than the previous results and matched the expected patient¿s results. The repeat results from the alternate analyzer were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih results.